Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was found in fallback mode with single zone defibrillation therapy and vvi pacing available 44 months post implant. The device was explanted. A new ICD was successfully implanted.